Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The reporte issue was identified by a livanova field service representative during the retrofit upgrade procedure. The technician traced the issue back to a defective pump. Therefore the pump was replaced to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The defective pump was requested for further evaluation to livanova (B)(4). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message on patient side.this issue was identified by a livanova field service representative during the retrofit upgrade. There was no patient involvement.

Manufacturer narrative:
The replaced pumps were returned to the original equipment manufacturer for further investigation. During testing at the manufacturer, the pumps were found to be dirty and that displayed bearing damage on the motors. The cause for the damaged bearings and internal condition of the device could not be identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.